Event description:
As reported, during deployment of the 6x120 smart control self-expanding stent (ses), while performing the pull-back technique recommended by cordis, the most proximal portion could not be retracted. The device was removed and replaced with another stent to complete the patient¿s treatment. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
E1: phone # (B)(6). As reported, during deployment of the 6x120 smart control self-expanding stent (ses), while performing the pull-back technique recommended by cordis, the most proximal portion could not be retracted. The device was removed and replaced with another stent to complete the patient¿s treatment. Additional information was requested; however, not obtained after multiple attempts were made. The device was returned for analysis. A non-sterile unit of product ¿smart 120/150, vascular 6x120mm¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the evaluation. A thorough inspection of the unit revealed that the stent was partially deployed by approximately 0.5 cm. The hemostasis valve was observed to be tightly closed. No additional anomalies or notable observations were identified on the inspected device. A guidewire was inserted to prevent further damage to the device during handling throughout the evaluation. The usable length of the stent delivery system was measured, and the dimensional analysis results were within specification. The outer sheath length of the stent delivery system was also measured and verified, with results found to be within specification. Device functionality was assessed to determine whether the stent could be deployed as intended. The stent deployment functional test was initiated by retracting the outer sheath while maintaining the inner shaft in a fixed position. The push rod advanced toward the distal tip as expected, resulting in successful stent deployment. The stent expanded normally, with no evidence of damage or anomalies observed. The reported event of ¿stent delivery system (sds) deployment difficulty ¿ partial¿ was noted upon receipt of the device, as a portion of the stent was observed to be exposed in the as-received condition, as documented in the managed sample image prior to decontamination. Efforts to determine whether the partial stent exposure occurred during clinical use were unsuccessful, as this could not be confirmed despite multiple follow-up attempts. Therefore, the exact root cause of the event cannot be determined. Shipping and handling factors may have contributed to the observed condition, as the event description does not indicate that partial stent deployment occurred during the procedure. Additionally, the device met all functional and dimensional acceptance criteria during evaluation. These findings suggest that procedural factors, including handling of the device during use and/or patient-specific vessel characteristics, may have contributed to the reported inability to fully retract the proximal portion of the stent during deployment. According to the instructions for use, which is not intended to mitigate risk, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available and product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.